Manufacturer narrative:
Certas plus (ID 828806) has been returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected and needle holes in the needle chamber were noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The catheter was irrigated and no occlusion noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. At the time of investigation, no flow issues with the valve were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (828806) was implanted via l-p shunt in (B)(6) 2022 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). When the patient visited the hospital in (B)(6), shunt failure was suspected, and reservoir puncture was performed. Physiological saline was able to flow into the abdominal cavity, but cerebrospinal fluid could not flow from the reservoir, suggesting clogging of the lumbar spine. The valve was removed and replaced on (B)(6) 2023.